Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed a compression mark about 8.5 cm proximal to the distal end of the outer shaft as well as two strong kinks at the kink protector and about 81.5 cm distal to the kink protector. Outside of the deformed and kinked zones the outer shaft diameter complies with the specification. After straightening the kinks, a 0.018 inch reference guidewire could be introduced with slightly increased friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection all instruments are inspected for kinks (100 percent control). When inserting the devices into the dispenser each instrument is once again controlled for kinks and damages. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in the severely tortuous sfa. The lesion could not be crossed with the device.